Event description:
Pt was being treated in the cath lab was to have a lv angiogram by the physician. Md hooked the power injector -medrad- tubing into the manifold to perform the study. When the injector was activated, the tubing separated from the manifold due to a defect. The high pressure tubing from the injector broke off at the leur lock when pressure was introduced into the tubing from the injector. Examination of the leur connector compared with an unused set of tubing shows a separation where the tubing enters into the pressure fitting of the leur lock. There appears to be a crack in the connector.